Manufacturer narrative:
Device identifier # (B)(4). The device was returned for evaluation. Visual inspection showed that the unit has an older style index knob and will need to be replaced with a new knob. A detailed evaluation and functional testing of the returned a1059 mayfield modified skull clamp could not duplicate the reported complaint. The lock had lateral and rotational movement, this would have not caused slippage in the locked position. When properly positioned and adjusted, it would not have slipped. Further evaluation showed that there was residue buildup present. The index knob and the lock will need new components added to replace worn internal parts. The device was manufactured on 2010 and this device exceeds its expected life of 7 years. The reported complaint was not confirmed.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported that on (B)(6) 2020, the a1059 mayfield modified skull clamp had a slippage that resulted in a scalp laceration. The device was used during a posterior cervical surgery. The single point on the frame slipped when positioning the patient in the prone position. The patient had a scalp laceration approximately 2 ¿ 3 inches and was repaired with staples. Additional information has been requested.